Event description:
The reporter stated that the keypad buttons were unresponsive and that the patient wears the pump in her pocket and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were intermittently responsive, required multiple button presses in order to elicit a response and did not spring back or click back as expected. There was evidence of contamination found under all of the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.